Manufacturer narrative:
Complaint no: (B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer of a minivolume extension set fractured inside a needleless connector. This occurred as the nurse was attempting to disconnect the patient for a lab draw. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. During visual inspection, the luer collar was found to be broken. Underwater leak testing revealed that the set leaked. The device was also functionally tested by priming it with water. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.